Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia (aortic) endoleak. There was unsubstantial evidence, however, to confirm the following reported observations: patient's allergic reaction to contrast dye, secondary endovascular procedure, persistent endoleak post repair, and surgical conversion. The confirmed type iiia endoleak event is most likely user-related due to the following contributing factors: off-label concomitant use with products outside the IFU (2 non-endologix stents in proximal neck), as-reported insertion technique/process (placing the ir extension lower than intended), and the poor wall-to-wall apposition causing loss of seal. The procedure-related harms identified are type ii endoleak from the lumbar artery, and the final patient status was reported to be in good condition post conversion to open repair. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Corrections to h6: patient code; remove 1924. Result code; remove 3233. Conclusion code; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent and two (2) gore (non-endologix) excluder cuffs (outside indications of use). Approximately one (1) year post initial procedure, the patient presented with a type iiia endoleak was confirmed at the junction of the bifurcated and infrarenal devices. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant limb on (B)(6) 2019. As an endoleak was still slightly observed, the physician elected to further treat by converting the patient to open surgery and suturing the junction. The endoleak was confirmed resolved and the patient is reported in good condition. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming that the type iiia endoleak was first evident on 06 nov 2018 per CT (computed tomography) study; date of event has been updated. In addition, physician reported that the infrarenal extension was placed lower than intended at initial implant per CT study at one-month postoperative.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent and two gore (non-endologix) excluder cuffs (outside indications of use). Approximately one year post initial procedure, the patient presented with a type iiia endoleak was confirmed at the junction of the bifurcated and infrarenal devices. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant limb on (B)(6) 2019. As an endoleak was still slightly observed, the physician elected to further treat by converting the patient to open surgery and suturing the junction. The endoleak was confirmed resolved and the patient is reported in good condition. As of date, there have been no additional patient sequelae reported.